Event description:
The doctor was inserting a screw, as the doctor was 3/4 way down (4mm), top of screw including head disattached. The shaft of the screw was left in the body.

Manufacturer narrative:
The product was not returned for investigation. Based on the available information the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue.